Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot further with the customer. No additional information was obtained.